Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found a piece of material from manufacturing embedded in the battery boot, causing a short circuit between the battery case and the pacemaker capsule. This short circuit resulted in a sudden cell voltage drop. Material analysis found that the piece of material consisted of silver, probably on a silicon substrate. When the short circuit was removed, normal electrical characteristics were measured and all measured data parameters were normal.